Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding higher glucose scan values on the adc device while using freestyle librelink in comparison to a healthcare professional (hcp) meter. On (B)(6) 2022, the customer experienced fatigue and "drained energy" and had contact with an hcp who obtained blood glucose tests of 50 mg/dl as compared to the adc device scan of 220 mg/dl. The results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was treated with sugar water for a diagnosis of hypoglycemia and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding higher glucose scan values on the adc device while using freestyle librelink in comparison to a healthcare professional (hcp) meter. On 24aug2022, the customer experienced fatigue and "drained energy" and had contact with an hcp who obtained blood glucose tests of 50 mg/dl as compared to the adc device scan of 220 mg/dl. The results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was treated with sugar water for a diagnosis of hypoglycemia and no further information was provided. There was no report of death or permanent injury associated with this event.